Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that, that the reservoir had air bubble anomaly. The customer's blood glucose was 225 mg/dl at the time of the incident. Customer stated that, there were no alarms. Customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Large bubbles were present along the tubing length. Air bubbles were not removed successfully. Customer advised to replace the entire infusion set system. While trying to push the air bubble out of the tubing, the air bubble would come out but when the plunger is released it would draw air back in. Customer declined troubleshooting for the high blood glucose. The reservoir will be returned for analysis.